Event description:
Healthcare professional reported left side intracapsular rupture diagnosed by ultrasound and MRI and double capsule observed at explant. The device has been explanted with complete capsulectomy.

Manufacturer narrative:
Cont e1 phone number (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: intracapsular rupture.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation. Based on the device analysis grid, the assessments of the complaint are: rupture: observed 1 opening assessed as unidentified (tear) opening. (Shell thickness was within specification). Double capsule: unable to observe as it is not related to the device. No other observations observed.

Event description:
Healthcare professional reported left side intracapsular rupture diagnosed by ultrasound and MRI and double capsule observed at explant. The device has been explanted with complete capsulectomy.